Manufacturer narrative:
Visual exam revealed condition of device returned as the thumb screw of the stem inserter/extractor is fractured and remains in the humeral stem. Thread damage was also noted. The thumb screw was dimensionally inspected and found conforming with the exception to the previously mentioned fracture and thread damage. The hardness of the thumb screw was verified within specification. The white plastic taper sleeve, also part of the inserter/ extractor, is fractured at its top. The inserter/ extractor also exhibits wear and tear that indicates extensive use. The device has a potential field age of approximately (B)(4). An implant humeral stem was also returned in excellent condition with the fractured end of the thumb screw still retained. Since the stem still holds the fractured feature, thread gauging/analysis is not possible. The device is used for treatment. No other complaints of any type have been reported for this lot of inserter/ extractor or humeral stem. The instructions for use state that where instruments form part of a larger assembly, check that the devices assemble readily with mating components. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. With the provided information, the exact cause could not be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during surgery, when the surgeon attached the implant to the humeral inserter/extractor, the screw attached to the inserter/extractor handle broke inside the implant which made both devices unusable. Surgeon completed surgery with another available implant and instrument.